Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is a defective high voltage power supply (hvps) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, an e433 error code was displayed due to the high voltage power supply board / power board had failure. In addition, the housing / chassis was damaged. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The electrosurgical high frequency generator esg-400 was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: an e433 internal software / hardware error occurred. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.